Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the target lesion was moderately tortuous and moderately calcified in the mid right coronary artery (rca). Pre-dilatation was performed with an unspecified compliant balloon. During deployment of the 2.5 x 18 mm xience xpedition stent, a linear dissection was observed. Balloon inflations were performed and a 2.5 x 12 mm xience xpedition stent was implanted overlapping the first stent to treat the dissection. There was no adverse patient sequela. No additional information was provided.